Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device would not provide defibrillation therapy. There was no patient involved in the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device would not provide defibrillation therapy. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker further evaluated a replaced therapy pcb assembly and determined that the root cause of the reported issue is inoperative relay, k1 .